Event description:
It was reported that the reservoir compartment on the customer's insulin pump was disintegrating, so tape was being used to hold in the reservoir. Customer's blood glucose was 203 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A cracked case at lcd window corners a cracked lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a missing end cap sticker were all noted.